Event description:
It was reported that during an implant procedure, there were no complications in placing the tined lead. When the physician tunneled from the lead to the pocket, purulent drainage started to come out of the pocket and tracked through the tunneled tissue and seeped out around the insertion site of the tined lead. The physician felt it was necessary to remove the lead and treat the patient for an infection. The physician debrided and cleaned the pocket, took cultures, and removed the tined lead. The physician sent the patient home on antibiotics. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that during an implant procedure, there were no complications in placing the tined lead. When the physician tunneled from the lead to the pocket, purulent drainage started to come out of the pocket and tracked through the tunneled tissue and seeped out around the insertion site of the tined lead. The physician felt it was necessary to remove the lead and treat the patient for an infection. The physician debrided and cleaned the pocket, took cultures, and removed the tined lead. The physician sent the patient home on antibiotics. There were no additional patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to infection and purulent discharge which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block e12: (correction). Initial reporter email address. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection and purulent discharge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during an implant procedure, there were no complications in placing the tined lead. When the physician tunneled from the lead to the pocket, purulent drainage started to come out of the pocket and tracked through the tunneled tissue and seeped out around the insertion site of the tined lead. The physician felt it was necessary to remove the lead and treat the patient for an infection. The physician debrided and cleaned the pocket, took cultures, and removed the tined lead. The physician sent the patient home on antibiotics. There were no additional patient complications.